Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the mildly torturous and mildly calcified anatomy resulting in the reported failure to advance. Manipulation of the device and/or interaction with the anatomy/other devices resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild tortuosity and mild calcification. The 4.0 x 23 mm xience alpine rx stent delivery system (sds) was advanced to the lesion, but would not cross it. The stent implant became dislodged and traveled into the diagonal branch. A new whisper guide wire and a balloon dilatation catheter were used to deploy the dislodged stent in the diagonal branch. An unknown sds was used to complete the procedure successfully. It was reported that the timi 3 flow was established for all of the vessels. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.